Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was cuff deflation and malfunctioning of a pressure valve. Ventilator associated pneumonia was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Two photos were included in agile attachments for evaluation. Based on the photos received, the reported failure mode could not be detected; the complaint was not confirmed. No other analysis was performed. Based on the photos received, the reported failure mode could not be detected. No root cause was determined, and no corrective actions were required since the complaint was not confirmed. No fault was found as no product was returned for analysis. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).